Event description:
It was reported that an unspecified quantity of small volume intermates had one or both caps fall off the device. The bottles had not been filled yet. This occurred while the devices were inside the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred sometime in 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11 h11: two actual devices were received for evaluation. Visual inspection was performed on both the samples. It was noted that the blue winged luer cap had been separated from the distal luer. No evidence of physical damage was observed from either the cap or the distal luer. The reported condition was verified. The cause of the reported condition could not be determined; however, the probable cause of this issue may be handling of the product during shipping or distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.